Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, high definition, autoclavable had a missing pin under the light lead attachment. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image appeared blurry, the lens inside the optical system was damaged, and the locking pin on the main body was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the missing pin was caused by the use of excessive force by the customer. A definitive cause cannot be confirmed. Olympus will continue to monitor field performance for this device.